Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The resistance met during the attempted removal likely contributed to the reported guide separation. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a tortuous and heavily calcified right common femoral artery using a prostyle device after an interventional transcarotid artery revascularization (tcar) procedure with a small-bore sheath. Reportedly, after suture deployment and returning the lever to the original position, the device was stuck and unable to be removed. A surgical cut-down was initiated to remove the device; however, the device separated from the distal guide, leaving the sheath in the vessel. The left common femoral artery was accessed, and the sheath of the device was retrieved with a snare. A cut-down was used to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.